Manufacturer narrative:
As of the 24-sep-2020, when the complaint analysis was completed, the following additional information was received; the patients 3mensio file was received. A ship history was completed for the hospital account and lot number information received. Additional information received 15 september 2020: were there any malfunctions with the le? No. Were there any patient injuries contributed by the le? Access site complication. Arterial injury from combination caliber of lis, diseased artery, and failure of perclose. Can you elaborate on the perclose failure? Perclose suture did not anchor in the vessel properly. Suture pulled out of the artery. Required cutdown to the artery by vascular surgeon and repair with a fabric patch. Additional information received 22 september 2020: there was no defect or issue with the lotus device. From our complaint training, all issues should be reported regardless of perceived cause of the issue. There was no defect or issue with the lotus device or sheath. The femorals were diseased and an injury was not planned but was also not unexpected and was corrected with surgery. Patient is doing well on follow up. Investigation findings: the product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any inspection or examination on the device. Therefore, the primary as reported classifications: lotus - patient - complications cannot be confirmed. Following the investigation conclusions, the complaint analysed classification is assigned as lotus - product not returned - complaint unable to confirm. A review of the manufacturing documentation could not be executed as the lot number is unknown. For creganna medical case (B)(4) (bsc case (B)(4)) the ship history identified 2 lots which were shipped to this customer, lot# 00000002845 and lot# 0000022475. A review of the manufacturing documentation for lot# 00000002845 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A review of the manufacturing documentation for lot# 0000022475 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar trend review could not be executed as the lot number is unknown. As of 24-sep-2020, when the review was completed, there was no other complaint associated with lot number 00000002845 and 0000022475, for the as reported primary classification as lotus - patient - complications. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. There is no indication of a potential processing or design failure associated with this complaint. The compliant is deemed reportable. Upon above information, escalation is required to quality management team. Injury to the vascular introduction site is anticipated procedural complication and are known physiological effect of the procedure as noted within the instructions for use. Two separate reviews were conducted by creganna medical clinician and concluded based on the very limited information that this really seems like it was reported as a perclose failure that required surgical intervention. There is no evidence provided of dissection, nor does the complication suggest that this was in any way related to the lotus device. Additional information received for the case along with the 3mensio files were sent to creganna medical clinician, further conclusion were as follows, though the vessel sizes are borderline to small, that also did not appear to contribute to the event. I cannot be sure whether calcium at the actual access site contributed to the perclose failure however this would again not be relevant to assessing whether the lotus device was in any way responsible or contributory. My previous assessment remains valid in that the lotus device did not contribute to the adverse event as reported. The probable investigation conclusion code assigned to this complaint is 'adverse event related to patient condition' defined as 'an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event.' Additional information received from bsc also states "the femorals were diseased and an injury was not planned but was also not unexpected and was corrected with surgery" and "access site complication. Arterial injury from combination caliber of lis, diseased artery, and failure of perclose". There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required at this time.

Event description:
Event description: per cnf, it was reported that: perclose failure - cutdown repair quality event: yes patient outcome: successful major vascular complications: yes. Event date: (B)(6) 2020. Record ID: 12787297. Related product upn #: unk-p-lotus_introducer_set. Related product batch/lot: no value found. Device / procedure outcome: procedure - no information available,device - no information available. Patient outcome: no information available. Resolution: no information available. (B)(4). As per reported classification: patient complications.